Manufacturer narrative:
(B)(6). Section d4: complete device identification information was not available from the healthcare facility. Section h11: method: the inspiratory and unheated extension tube of the subject rt329 infant continuous flow circuit was returned to fisher & paykel (f&p) healthcare in new zealand for investigation. Our investigation is based on the evaluation of the subject device, information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that the circuit may have been trapped between the bed and bed rail. On visual inspection of the returned components, it was observed that the unheated extension tube was connected to the heated inspiratory tube. A section of the heated inspiratory tube was deformed, approximately 100mm from the patient-end temperature probe connector. Fine fibers were observed to be embedded in the deformed section. Analysis identified that the fibers were from an external source, possibly from the bed sheets. Functional and resistance testing confirmed that the inspiratory tube's heater wire was within specification and functioning as intended. Conclusion: based on the information provided by the healthcare facility, evaluation of the subject device, and our knowledge of the product, the damage to the rt329 infant continuous flow circuit's heated inspiratory tube is consistent with an external force being applied to the tubing during use. All rt329 infant continuous flow circuits are visually inspected, resistance tested, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt329 infant continuous flow circuit show in pictorial format the correct set-up of the circuit and also states the following: do not cover the circuit with materials such as blankets, towels, or bed linen. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A healthcare facility in texas reported via a fisher & paykel (f&p) healthcare field representative, that an rt329 infant continuous flow circuit was found melted during use. The healthcare facility later reported that the event 'occurred due to user error' and was due to the circuit being compressed between the patient's bed and the bedrail. There was no patient harm or consequence.